Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-13642. It was reported that an asymptomatic patient presented to a follow-up in clinic with unspecified over-sensing episodes causing inappropriate automatic mode switches from their implantable pacemaker and atrial lead. Programming changes were discussed with a healthcare provider. Patient had no consequences as a result of this event.